Event description:
It was reported that during an unknown procedure, the hand piece became very hot and error sound was heard. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 2/25/2009: information not provided during initial contact the hand piece was returned with the nose cone cracked and visual blemish. The analysis was performed and was found that the hand piece no longer meets the specifications for continuity. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Moisture ingress may result in a hand piece getting hot. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.